Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area and later guided them through filling and loading a new cartridge onto the pump using the proper technique. This resolved the issue, enabling the caller to successfully load a cartridge and resume insulin delivery.